Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer stated that they were not feeling well and checked blood glucose and it was 515 mg/dl and gave correction through the pump and rechecked it and it was 462 mg/dl and changed set, site and cartridge using new vial of insulin and would do a correction bolus and went to bed and started throwing up and notified endo and checked ketones. The customer experienced symptoms such as urination, nausea, back ache, and ached all over. Customer was unsure of blood glucose at time of going to emergency room and advised blood glucose was treated with fluids and insulin drip and did a blood gas and found she was aphrodotic and gave her 2 vials of bicarb and started a potassium solution to correct the acidosis in the blood and admitted to ICU. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.